Event description:
A trilogy evo ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a ventilator inoperative code e-155 was found in the ventilator's downloaded error log indicating the machine flow sensor drift was above the specification (>0.2lpm). The device's machine flow sensor and the system printed circuit board assembly were replaced to address the reported occurrence of a ventilator inoperative error being triggered. The device was reported to have passed final testing after repair. Additional findings not related to the malfunction/issue: the in-line filter, proximal in thefio2 return tub was clogged with dust and required replacement.